Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi56557 was released in a single batch on june 21, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: the distal tip of the device has completely broken off. No fragments were returned. The outer threaded portion on the front sleeve at distal end was found to be slightly stripped. Since distal tip has completely broken off, shaft diameter just proximal to breakage was measured. It was found to be conforming. The current drawing revisions were reviewed. The overall complaint was confirmed. No definite root cause determined. It is possible due to the excessive force was applied. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a pelvic procedure, the patient needed large pelvic screws. The bone was sclerotic and the screwdrivers stripped during insertion on the left hand side. The surgeon opened another tray of instruments and one of those was also stripped. The procedure was successfully completed without surgical delay. There was no patient consequence. The patient outcome was reported as stable. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 3 for (B)(4).